Event description:
The complainant reported that the clinician performed the implant of a lynx mid-urethral sling system in a female pt in 2007. The complainant reported that subsequent to the implant, and as a result of the implant, the pt suffered serious bodily injuries, including erosion of her internal bodily tissues, physical pain, multiple surgeries and "revisionary procedures". All attempts to identify the facility and to obtain additional pt and event info have been unsuccessful.

Manufacturer narrative:
The device model/catalog #s and lot # are not known; therefore, the device MFR date and exp date cannot be determined. The device has not been returned for evaluation; therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. The directions for use of this device advises the user of the following potential complications: tissue responses to the implant could include vaginal extrusion, erosion through the urethra or other surrounding tissue, migration of the device from the desired location, fistula formation and inflammation. The occurrence of these responses may require removal of the entire mesh. Known risks of surgical procedures for the treatment of incontinence include pain, infection, erosion, device migration, complete failure of the procedure resulting in incontinence and mild to moderate incontinence due to incomplete support or overactive bladder.